Manufacturer narrative:
The device is out of service life and can not be repaired. The device will be scrapped by the customer. Not returned to manufacturer.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no patient involved in the reported event.